Event description:
It was repoted that the customer's insulin pump had a low reservior alarm. It was also reported that the customer had aur bubbles in their reservoir. Customer's blood glucose level at the time 454 mg/dl. Troubleshooting occured.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.